Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
Information suggest this device remains in-service. Should additional information become available this event will be updated. The device was explanted for normal battery depletion and returned for analysis. Detailed analysis is pending.

Event description:
Boston scientific received information that implantable cardioverter defibrillator ICD) had declared the elective replacement indicator (eri) with voltage of 2.52 and charge times of 13.1 seconds. There was allegation of a quick drop in voltage as last month the voltage was 2.54. The patient was further been evaluated due to syncope, cause not disclosed despite inquiries. Technical services discussed eri and charge times. This device is included in the mid-life display of replacement indicators advisory. No further patient effects were reported.